Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for backup battery fails or power error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and active current measurement. Insulin pump trace download analysis confirmed the insulin pump alarmed battery power error. The power management tool confirmed battery power error due to non-sleep anomaly software error. Product does not meet specification.